Event description:
The customer reported that the gastrointestinal videoscope experienced dot like noise in the image during inspection for use. No patient involvement was reported

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.